Manufacturer narrative:
(B)(4). S/w ver 6.5w, retainer = black. Customer returned insulin pump for an alleged pump error 15 and pump error 23 alarms found on (B)(6) 2021. The insulin pump passed the self test and the displacement test. The insulin pump was successfully downloaded using thump. No unexpected pump error 15 alarms occurred during testing however, a review of the history files show two (2) pump error 15 alarms on (B)(6) 2021, (line number 442 file number 38) triggered at 02:55 and (line number 1468 file number 26) triggered at 03:05, fault isolated to the electronic assembly as per global logic analysis. Also, no pump error 23 alarm noted during testing and one (1) pump error 23 alarm was found in the history file that triggered (B)(6) 2021 at 02:55. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 15 alarm is confirmed, isolated to the electronic assembly. Pump error 23 alarm is not confirmed. No unexpected pump error 23 alarms during testing or excessive pump error 23 alarms found in the history files.

Event description:
Information received by medtronic indicated that insulin pump alarmed pump error 15 and 23 . Customer was able to clear the alarm and rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.